Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, during advancement of the knot, the sutures came out of the artery. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint database could not be performed as the lot number was not provided. Based on the reported information and the inspection criteria, there does not appear to be a product quality deficiency.